Event description:
Further information was received that the surgery was a generator replacement surgery due to end of service. The generator showing high impedance was received by product analysis. Product analysis has not been completed to date. The end of service generator was replaced and high impedance was seen. Pin re-insertion was attempted and the high impedance was still observed. There were no noted obstructions or abnormalities with the lead pin or generator header. The lead pin was noted to be visible through the connector block. The physician's office indicated that a diagnostic test was performed, but did not indicate whether or not a second programming system was used. Further information was received confirming that a second programming system was not used to perform system diagnostics therefore no further decoder data is available. No diagnostic testing was performed with the programmer used on the day of surgery that the decoder data was retrieved from. This would result in the interrogation pulling a stored impedance value as opposed to the impedance at time of surgery and would indicate an inaccurate representation of the impedance value until a true system diagnostic test was performed.

Event description:
Generator product analysis was completed. The product analysis lab did not confirm high impedance suspected generator issue. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance of any other type of adverse events found with the pulse generator. The generator worksheet was received and there were no issues observed. In the data dumb it was noted that the last 25% change in impedance was from 0 ohms to 24467 ohms (high impedance). This was a result of the stored impedance value from manufacturing followed by the failure to perform a diagnostic test to obtain true impedance at the time of surgery on 2/6/2019 therefore no device malfunction is suspected.

Event description:
The generator was connected during implant surgery and high impedance was observed. Due to the high impedance, the generator was not implanted. The generator has not been received by product analysis to date. Design history records were reviewed for the generator and the generator passed all specifications prior to distribution. Per the tablet data received, a diagnostic test was not performed. It should be noted that the system will display the stored impedance value and not the impedance value of time of surgery if only an interrogation is performed and not a diagnostic test. No other relevant information has been received to date.